Event description:
It was reported that difficulty advancing a balloon and balloon froze on wire occurred. The de novo, 10mm x 25mm target lesion was located in the severely calcified left anterior descending artery (lad). A 10mm x 2.50mm wolverine cutting balloon was advanced to the target lesion, but significant resistance was encountered while advancing, the balloon was stuck to the wire, and it was not possible to cross the lesion. The device was removed and the procedure was completed with a non complaint balloon. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.